Event description:
It is reported that a customer experienced high blood glucose of over 400 mg/dl. The customer started that they had a cortexone shot the previous day and is feeling sick now. The customer mentioned that they adhesive tape does not stick properly when taking a shower. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with turning the block feature off their pump and changing the time settings on their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.